Manufacturer narrative:
Investigation is not complete. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. X-ray were provided and reviewed. Photographic images were made.(B)(4).

Event description:
Allegedly toe implant broke off while surgeon was trying to implant.